Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 137 mg/dl at the time of the call. The customer stated that the buttons on their pump is not responding. The customer mentioned that the pump is frozen even after a battery change. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump was monitored. No unexpected beeps or alarms noted. All buttons functioned properly. However moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.